Event description:
A philips clinical application specialist reported that the customer was not properly informed that the absolute marking of radiation oncology patient functionality should not be used with brilliance 16 systems, combined with acqsim 3 radiation planning systems since the systems tabletop has not been validated for absolute marking. The applications specialist confirmed there was no harm to a patient or operator due to this issue. There was no report of radiation therapy planning being performed on a patient utilizing the brilliance 16 table. This issue was noticed during training and the specialist notes that these systems are being given to customers on a temporary basis, until the validated big bore couch system can be shipped.

Manufacturer narrative:
(B)(4). Initial MDR mailed on november 25, 2014. On (B)(6) 2014 the customer reported that while being trained on system, a philips clinical application specialist stated that the customer was not properly informed that the absolute marking of radiation oncology patients functionality should not be used with brilliance-16 systems in combination with acqsim 3 radiation planning systems since the systems tabletop has not been validated for absolute marking. The issue was discovered during training, and there was no report of the system being used for radiation treatment planning on a patient utilizing the brilliance-16 system. The applications specialist confirmed there was no harm to a patient or operator due to this issue. The brilliance CT information for use (IFU) 459800289561_b (brilliance br64/16 v3.6 IFU) states: do not use the brilliance CT system for any purpose other than those for which it is intended. Operation of the brilliance CT system for unintended purposes, or with incompatible equipment, could lead to fatal or other serious injury. It could also lead to clinical misdiagnosis. Per a philips clinical applications specialist, the brilliance-16 CT system is not supported for absolute marking. The system must have tumor loc software application for the virtual simulation to coordinate the lasers for radiation therapy. Tumor loc is only supported on brilliance- big bore product line and can't be purchased as an option on other brilliance CT systems. The bariatric table/set-up on the big bore configuration is required for accuracy. No engineering analysis was needed for investigation for this issue. This issue is a matter of the customer/user intending to utilizing the system in an unintended manner. On 25-nov-2014, the customer was notified that using absolute localization with acqsim3 is unsupported on the brilliance-16 CT system.

Event description:
A philips clinical application specialist reported that the customer was not properly informed that the absolute marking of radiation oncology patients functionality should not be used with brilliance16 systems, combined with acqsim 3 radiation planning systems since the systems tabletop has not been validated for absolute marking. The applications specialist confirmed there was no harm to a patient or operator due to this issue. There was no report of radiation treatment planning being performed on a patient utilizing the brilliance 16 table. This issue was noticed during training and the specialist notes that these systems are being given to customers on a temporary basis, until the validated big bore couch system can be shipped.

Manufacturer narrative:
(B)(4).